Event description:
It was reported that during a slap repair (right glenoid) the head of the anchor (x2) stripped as it was being inserted. Metal shavings were also noticed. The customer reports the screw and as much as possible of the shavings were removed and the surgery was delayed over 30 mins. The surgery center did not report any further consequences from this event. No further pt info is available from the customer. This device is used for treatment.

Manufacturer narrative:
The device has been received and eval is in progress. A follow up report will be submitted upon completion of the investigation.